Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field - d1(brand name), d4(version or model, catalog, unique identifier (UDI) it was reported that during a daily check, the cardiosave intra-aortic balloon pump (iabp) had no ECG signal. It is unknown if there was patient involvement; however, no harm was reported. A getinge field service engineer (fse) inspected the unit and found that there was a problem with the patient end of the ECG lead wire and it needed to be replaced. The fse provide the quoted, the customer denied to replace the part. As no further action is required at this time, this complaint will be closed. Should additional information become available, the investigation will be updated accordingly.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation e1 (event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) had no ECG signal, need to replace ECG lead wire. There was no patient involvement.